Event description:
It was reported that the implantable cardioverter defibrillator (ICD) was unable to be interrogated. The ICD was never implanted. No patient involvement.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the device was returned and analyzed. Analysis confirmed the reported no tel-c condition. The cause was narrowed to a faulty rf module related to the vco fine frequency trim failure. The perimeter of the scsp was optically inspected for anomalies using a low power microscope. No anomalies were noted. (B)(4).